Manufacturer narrative:
Evaluation results and conclusions: pending device analysis.

Event description:
A 1.5 mm x 6 mm sprinter rx dilatation balloon catheter was used to pre-dilate a distal lad lesion. It was reported that the lesion morphology was non-tortuous, 85% stenosis with little calcification. It was reported that the balloon was advanced to the intended lesion site. Upon first inflation of the balloon the balloon burst at 6 atmospheres. The balloon was successfully removed from the patient as one unit. It was reported that the case was completed with another manufacturer's balloon. The device has been received and its analysis is pending. No clinical sequelae were reported and the patient is reported to be fine. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.